Event description:
The ventilator indicated a dead battery even when plugged into the wall outlet. Patient ventilated with ambu bag, no injury to the patient. Power cable found to be not totally engaged, thus not charging. Two previous issues involved bent pins on power cable preventing charging.